Event description:
It was reported that this inflatable penile prosthesis (ipp) could not be used normally due to the pump could not rebound. A surgical procedure was performed during which the existing ipp was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed that the pump kink resistant tubing (krt) were worn to the filament. The pump passed the leak and functional test. The cylinders were microscopically inspected, and leak tested. The first cylinder had a hole in the outer tube from krt wear in the proximal end of the cylinder. The first cylinder krt was worn to the filament the first cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. The first cylinder passed the leakage test. Second cylinder had a hole in the outer tube from krt wear in the proximal end of the cylinder. The second cylinder krt was worn to the filament. Second cylinder had a hole in the proximal end of the cylinder from sharp instrument. The second cylinder had a leak from sharp instrument in the proximal end of the cylinder. Based on the information available and analysis results, the allegation of mechanical issue is unable to be confirmed. Based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that this inflatable penile prosthesis (ipp) could not be used normally due to the pump could not rebound. A surgical procedure was performed during which the existing ipp was removed and replaced. No patient complications were reported.